Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2013; 407652 lead, implanted: (B)(6) 2013. Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were chronic high thresholds on the lv (left ventricular) lead, resulting in high lv outputs. Premature battery depletion was also reported. The device and lv lead were explanted and replaced. In the course of revising the lv lead, the atrial lead became dislodged, so it was also explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.